Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified a distal type I endoleak associated with the device implanted in the right common iliac artery. It was reported the endoleak was caused by the aneurysm remodeling after the gore devices were implanted. The same day, a contralateral leg component was implanted for distal extension on the right side. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in the event - plc271200/11184278 and plc201000/11322834.

Manufacturer narrative:
Added patient¿s medical history. Concomitant medical devices: added the patient¿s medications: aspirin, atorvastatin, and glucosamine. Corrected the conclusion code.